Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard ps open box femoral component (right), catalog # 184510, lot # 875120; regenerex primary tibial tray with locking bar, catalog # 141274 lot # 738340; vanguard tibial bearing, catalog # ep-183642 lot # 783110; modular finned stem, catalog # 141314, lot # 613980. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to implant fracture, metallosis and pain. The patella button was noted to be loose due to the fractured pegs.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows that all three pegs of patella are fractured and wear consistent with usage. The additional information received doesn't change the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is associated to be a labeling and training deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.